Event description:
In 2006, physician performed nucleotomy and l4-l5/l5-s1 fusion utilizing the neurovision nerve monitoring sytem. After the procedure, pt developed paresis. CT scan revealed a pedicle screw in the spinal canal, along the nerve roots. Per the physician's report, the device readings were >20ma during the case with no indication of proximity to nerve tissue. Revison surgery was performed the following day to replace the screw, reducing the neurologic deficits.

Manufacturer narrative:
MFR is in the process of securing the device for further evaluation. At the time of this report, the malfunction could not be evaluated further in relation to the condition or function of the device. False high readings from nerve avoidance devices are possible in several circumstances, including the presence of paralytics, or current shunting by patient physiology, instrumentation or physician technique; all of which are identified in the device labeling. The root cause of the reported event is unk at this time.